Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely, the cause is related to adhesion of foreign material or moisture to the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As troubleshooting resolved the error code b30 issues, the evis exera iii video system center was not returned to olympus for evaluation. Technical support recommended for the customer to turn off the clv-190 and cv-190 before inserting scope and turn on after scope is inserted. Additionally, reseating the maj-1933 cable between the clv-190 and the cv-190 while it is powered off and cleaning the scope contacts with 70% isopropyl alcohol was also recommended. The customer was told if this issue continues to send the cv-190. This investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
In speaking with olympus technical assistance center (tac), the customer reported that the evis exera iii video system center had an error code b30. This issue was found during reprocessing. There was no patient harm associated with the event. As technical support resolved the issue with troubleshooting over the phone the device is not expected to be returned and evaluated.